Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An opened box with thirteen unopened samples of product was returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria was met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2018 and suture was used. The thread pulled off during the procedure. No adverse patient consequences were reported. No further information is available.